Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 21 cm long section of a PICC catheter body. The juncture hub and extension lines were not returned. The catheter body was ruptured between the 95 and 112 mm marks. A yellow/orange residue was observed inside the ruptured area. A lab inventory guide wire was inserted into the distal lumen and a blockage was found. There was orange colored foreign material just below the rupture. The catheter wall thickness was measured and found to be within specification and a review of manufacturing records did not yield any relevant findings. Since it appears that the rupture was the result of excessive pressure related to blockage in the distal lumen, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported the catheter was being used in the patient's right arm. The device has been in place for two weeks. During a non-pressure injection infusion, the device split open / ruptured. The patient was taken to radiology where the catheter was removed and replaced with a new one. No surgical intervention was required. However, there was a delay in treatment. A dvt in the patient's arm where the PICC was placed was noted, however, it cannot definitively be associated with the catheter issue.

Manufacturer narrative:
(B)(4).